Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 76" message. Complainant indicated that there was no pt involvement in the reported malfunction.